Event description:
The customer reported that while the unit was in use on a pt, the operating room lost power and they were unable to trigger the unit on either ECG or av. The pt was switched to another unit and the same problem occurred. The pt expired.